Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection it was observed that the low power icon was displayed. When the device was evaluated by physio-control it was found that the device would not power on.. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). The returned device was evaluated by physio-control's failure analysis center. The reported failure was verified. The root cause of the reported problem was determined to be due to tin whisker growth on the connector contacts of the switch flex assembly. The customer was provided with a replacement device.